Manufacturer narrative:
The console was not returned for analysis. However, it was serviced at the customer site by a field service engineer (fse). The reported event was confirmed and traced to be a faulty power plug. After the power plug was re-installed, the issue was resolved. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to component failure.

Event description:
It was reported that, before the procedure, the console could not be turned on. It was noted that the procedure was cancelled. After field check, it was noted that reconnecting the power plug resolved the issue. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.